Manufacturer narrative:
Urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for urge incontinence. The advanced evaluation began (B)(6) 2021. It was reported that the pt had a sore throat from the procedure and had been sick since the procedure, as well as have been out of it from the anesthesia. The pt had severe leg pain as well from the procedure. They also reported experiencing fluid retention and had to go to the emergency room. The pt threw up on herself after the procedure. The pt was having difficulty voiding and her legs were swollen. No device allegations were reported.